Manufacturer narrative:
Software version: 4.11j. Retainer ring black. Customer returned device for an alleged frozen screen and pump error 4 alarm found on 10/11/2021. Device passed the displacement test, active current test, sleep current test and self test. No frozen screen noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage and loaded voltage were within specific range. Pump error 4 alarm was found in the device downloaded history on 10/11/2021 at 14:57:09, 15:07:00, 15:16:43, 15:26:00, 15:37:44. Device was cut open to perform visual inspection and found moisture damage on electrical board 1 and force sensor. The following were noted during visual inspection: pillowing keypad overlay and faded serial number label. Customer allegation of frozen screen was not confirmed. Pump error 4 alarm was confirmed in the device downloaded history. Moisture damage was confirmed on electrical board 1 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and frozen display. The customer stated they were not able to clear the alarm. Customer stated that insulin pump was not responding. Customer installed new battery but they were still unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.